Manufacturer narrative:
Date of report : 17jun2019, date rec'd by MFR : 14jun2019. The device was evaluated by the manufacturer's international field service engineer who confirmed the reported problem. The unit's oxygen concentration was out of the accepted range. The flow sensor has been replaced. Periodic maintenance was also performed, and the oxygen inlet filter, inlet air filter, cooling fan filter. The device passed all tests after repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 10aug2019. Date of report: 15aug2019. No fault was found during failure analysis testing on this returned gas delivery system (gds). Analysis was unable to replicate reported failure. Noted air flow sensor 0 offset is at minimum passing threshold. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the oxygen concentration accuracy test was out of specification. There was no patient involvement.